Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient said they just remembered having severe pain in 2010 from their implant and they thought they had to get up to their initial health care provider (hcp) so they drove themselves to the emergency room (ER) and they put the patient in observation and thought they were having phantom pain or something. The patient stated the facility had a psychiatrist come in to see them and they gave the patient morphine and stuff which didn't help. They kept saying to call their hcp and it took 2 days trying to figure out what was going on with them and finally they contacted the hcp and determined what was wrong. They had to wait a little while and couldn't take it out at the time so they'd have to wait for another doctor to remove it. They said it was not a fun experience.